Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a promus premier ous mr 3.50 x 20 mm stent delivery system (sds) was returned for analysis. The stent was detached from the sds and was not returned for analysis. The manufacturing data for this device was reviewed and no issues were highlighted. The max crimped stent profile was found to be within max crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were relaxed from their original folded position. There were crimp markings evident on the entire length of the balloon indicating overall crimp contact between the balloon and stent at the time of manufacture. A visual and tactile examination of the device found a kink approximately 9 mm proximal to the distal end of the strain relief. An examination of the inner and outer shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement outside the patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 20 x 3.50 promus premier¿ drug eluting stent was advanced for several times but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent struts were lifted. The stent eventually detached. The procedure was completed with a non bsc stent. No patient injury or complications were reported.